Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and good faith efforts. Updated fields: h6 and h10. The h6 "medical device problem code" was corrected based on information available at the time of the initial submission. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced a e315 error code. The event was identified during pre-use inspection. The procedure was completed using another scope. There are no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign material adhesion in the nozzle and on the entire distal end. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The customer returned the device to olympus for evaluation. The customers allegation of the scope error was not confirmed, or reproduced. Additionally, it was discovered foreign material was found within the nozzle and on the entire distal end. This was due to device reprocessing problems. In addition, as a result of conducting a visual inspection of the equipment, the following finding was also identified: (a.) Scratches were found on the lighting lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.